Event description:
It was reported through the research article titled ¿external outflow graft stenosis in patients with heartmate 3 left ventricular assist devices¿ identifying that hm3 may be related to external outflow graft stenosis (eogs). This is a single-center cohort study for 141 hm3 patients implanted 2016-2024 to investigate its incidence, clinical presentation, management, and outcomes. The median age at surgery was 54 years (±13), with 72% being male. The median follow up duration was 33.7 months (iqr: 17¿45). It was noted 16 patients did not reach the follow-up period to have a cta performed. 7 patients developed low estimated glomerular filtration rate (egfr), 4 had urgent heart transplants, and 5 experienced early mortality. Patients with eogs had significantly higher flow and rpm compared to non-eogs patients (p = 0.02 and p = 0.03, respectively). Computed tomography angiography (cta) screening protocol has been implemented to facilitate early detection of eogs, which is defined as =25% obstruction and classified as mild (25¿49%), moderate (50¿74%), or severe (=75%). The findings showed among 125 patients, 23 (18.4%) developed eogs: 11 mild, 10 moderate, and 2 severe. All cases of eogs were observed exclusively within the bend relief, typically presenting as an elongated stenosis along a longer segment rather than being restricted to a single focal point. Incidence rose from 2.1% at 1 year to 17.8% at 5 years. 10 out of 11 mild cases were diagnosed incidentally during routine cta and were asymptomatic and the remaining patient presented with low flow alarms. Of 12 patients with =50% stenosis, 5 were identified through screening, while others presented symptomatically; 3 presented with low flow alarms, 2 developed cardiogenic shock in the context of sepsis, 1 experienced ventricular tachycardia, and 1 presented with worsening heart failure. Most symptomatic patients presented before routine screening was implemented. All patients with 25¿49% stenosis were treated with a watchful waiting approach. For patients with at least 50% stenosis, 7 patients underwent percutaneous stenting without complications; 2 required surgery, with one postoperative death. Of the 3 untreated patients, 1 experienced sudden cardiac arrest from total eogs. Mortality was higher in patients with eogs =50% (hazard ratio [hr]:1.65; 95% confidence interval [ci]: 1.28¿1.89). It was noted that external outflow graft stenosis prevalence increases over time and negatively impacted survival.

Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Section b3: date of event has been entered as 01jan2024 as the patients were implanted between 2016 and 2024. Jahangiri, p., sjatskig, j., sener, y. Z., wilschut, j., budde, r. P., attrach, m., constantinescu, a., brugts, j. J., manintveld, o., van der boon, r. M., kluin, j., de boer, r., & caliskan, k. (2025). External outflow graft stenosis in patients with heartmate 3 left ventricular assist devices. Asaio journal, 72(4), 284¿290. Https://doi.org/10.1097/mat.0000000000002452. Thoraxcenter, department of cardiology, cardiovascular institute, erasmus mc university medical centre, rotterdam, the netherlands. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of extrinsic outflow graft obstruction (eogo) was unable to be conclusively confirmed through this evaluation as no product was returned for evaluation; however, review of cta images within the article confirmed examples of findings consistent with eogo. A specific cause for the report of eogo could not be conclusively determined. The reported eogo symptoms of low flow alarms was unable to be confirmed as no log files were submitted. Additionally, no devices were returned for this evaluation. Device serial numbers were not provided. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) rev. C, is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of the heartmate 3 lvas. Section 1 also provides an explanation of all pump parameters, including pump speed, power, and flow. This section explains that device flow and power generally retain a linear relationship at a given speed. However, while power is directly measured by the system controller, the reported flow is estimated, based on power. An occlusion of the flow path decreases flow and causes a corresponding decrease in power. Pump output should be assessed in this situation. Section 4 ¿heartmate touch communication system¿ states that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm (liters per minute) and explains that changes in patient conditions can result in low flow. Section 7 ¿alarms and troubleshooting¿ describes alarm conditions, including the low flow alarm, as well as the appropriate actions associated with them. Section 5 "surgical procedures" contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5 of the IFU also warns that extrinsic outflow graft obstruction (eogo) is the abnormal accumulation of biodebris between the outflow graft and the outflow bend relief or a non-heartmate component such as a gore-tex/ptfe conduit or wrap added during implant. Eogo can occur to the degree that the blood flow through the graft is obstructed and manifest as persistent low flow unexplained by other causes. It may be confirmed by appropriate imaging, such as computed tomography (CT) angiography. In the event that surgical intervention is used to correct an eogo under the outflow bend relief, the outflow bend relief should either be reattached or suitably repaired to prevent subsequent kinking of the outflow graft. The heartmate 3 lvas patient handbook rev. B, is currently available. Section 5 "alarms and troubleshooting" outlines system controller alarms as well as how to respond to each alarm condition. The current revisions of the IFU and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.